Event description:
The customer has an eclipse plan report that shows a difference between the actual ssd and planned ssd. The reason why the report showed a difference between the planned ssd and the actual ssd is the fact the plan has been copied from an already planning approved plan. The fields in the copied plan have a different gantry angle as the original plan, therefore a different planned ssd. The plan report has been printed before the planning approval process, which explains the difference seen on the plan report. The planning approval process will warn the user that the planned ssd and actual ssd are different; this has been explained to the customer. The customer understands the concept in the system but is in disagreement with the system design. No pt injury reported, and no pt data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for pt treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs treated distance. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No f/u reports are anticipated. (B)(4).